Event description:
A tandem mobi cartridge alarm was reported by the caller. The issue did not cause the customer's blood glucose to exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge from the pump, as the piston would not retract completely, and ultimately sent a replacement pump to resolve the piston retraction issue.